Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, air bubbles still existed after the customer primed the tubing. Multiple attempts were made by tandem technical support to follow-up with the customer regarding the reported issue; however, no response was received. Customer¿s blood glucose level was 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.